Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis with the product mandrel and stent protector. The proximal end of the stent had several stent struts that were bunched and damaged. The bumper tip was damaged. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the non calcified and severely tortuous left anterior descending artery. A 24x2.25mm promus premier¿ stent was advanced but was unable to cross the lesion. A non bsc guide extension catheter was then used however, the device came in contact with the entry port of the guide extension catheter. It was then noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the non calcified and severely tortuous left anterior descending artery. A 24x2.25mm promus premier stent was advanced but was unable to cross the lesion. A non bsc guide extension catheter was then used however, the device came in contact with the entry port of the guide extension catheter. It was then noted that the stent was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.